Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine changeout procedure the device appeared to have "moved a bit". A pocket revision was performed prophylactically due to patient anatomy and the device was placed sub the pectoral muscle. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.